Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested for suspect large suretrak clamp. No parts have been returned to manufacturer for analysis. A medtronic representative, following-up at the site, reported the large suretrak clamp screws are worn.

Event description:
A medtronic representative received a report from a site that their large suretrak clamp screws are stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No lot# or manufacture date can be determined as the instrument was disposed of.the user facility disposed of the suspect clamp when they received the replacement.